Manufacturer narrative:
On 22-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After the procedure, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Per the physician, the charring was considered to be excessive and the doctor estimates the patient risk to be increased. The system did not present any error messages and the physician did not see any product problems during use. There were no issues related to temperature or flow on the catheter. Heparinized normal saline was used and the patient was anticoagulated with activated clotting time (act) of 300 maintained throughout. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After the procedure, the doctor noticed that charring was visible above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no consequences for the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A special investigation was performed by the device manufacturer and further analysis was done by bwi product analysis lab. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test were performed on the returned device following j&j procedures. During the special investigation it was identified that there was no physical damage or anomalies on the device. No char residues were identified during the visual inspection. In addition, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Furthermore, a sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an inorganic material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char residues in this area. Finally, no issue related to the insufficient or peeling of the pu condition was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion identified during the analysis could cause the char formation; therefore, the char issue reported by the customer was confirmed. The root cause of the occlusion is traced to the manufacturing process. An internal action is being followed to reduce the dome occlusion failure modes. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).